Event description:
It was reported that a flogard infusion pump experienced an f_49 alarm. This was identified during service of the device and was not reported by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing identified the f_49 alarm. The cause was determined to be a damaged central processing unit (cpu). To address this condition the customer was given a new device, as the cpu was not available for replacement. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.